Event description:
I had a thr and it seems the depuy summit hip replacement system is faulty as well as the asr hrs. I have been having trouble with my hip replacement since my surgery. I can't walk a block without feeling pain. The metal on metal device is popping, creaking and sore to the touch. I can feel it rub inside my leg. I have reported this to my dr and he has performed all types of tests. He says, its fine and sends me to pt. The problem is, I can't do the therapy or I pay for it with pain the rest of the day. Three-four months of therapy in 2006. Currently in therapy (B)(6) 2010.